Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: customer states the bd barricor lithium heparin 4.5ml tubes from lot 2066547 (exp. 2023/06/30) fill very little.

Manufacturer narrative:
The following field has been correction with the following information below: b.5. Event description: it was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: customer states the bd barricor lithium heparin 4.5ml tubes from lot 2066547 (exp. 2023/06/30) fill very little.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: customer states the bd barricor lithium heparin 4.5ml tubes from lot 2066547 (exp. 2023/06/30) fill very little.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: customer states the bd barricor lithium heparin 4.5ml tubes from lot 2066547 (exp. 2023/06/30) fill very little.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retention samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples¿ test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply withspecification requirements.